Manufacturer narrative:
H3: pli 40; pli 50; pli 60: hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the system booted and readied. The system was charging normally when line power was present. Perform 2d and 3d imaging, both were successful. No fault found. Analysis found no problem with the case parts returned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR: the hardware analysis confirmed reported issue "low battery voltage." Ups was dead on arrival. Unable to test ups due to battery no longer holding charge. Ups was functional with new battery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information will not be provided by the site. A manufacturer representative went to the site to test the equipment. It was reported that the uninterruptible power supply (ups), mobile view station (mvs) power board, and backup batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. The uninterruptible power supply (ups), mobile view station (mvs) power board, and backup batteries were returned to the manufacturer and were under analysis on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the system was left in the operating room in the condition of turning on the power after use of the system was completed. Although the mobile viewing station (mvs) was not operated, shutdown restart occurred. This issue occurred after the operation and before discharge. It was also reported that there was a decrease in battery voltage for x-ray. There was no delay to the procedure. There was no reported impact on patient outcome.